Manufacturer narrative:
(B)(4). The abbott field service representative (fsr) resolved the issue on site by replacing a worn 1 ml ict aspiration syringe, a worn discolored ict value tubing, and the ict probe. The fsr indicated the erratic ict results were probably due to the worn ict aspiration syringe. It was determined that the account was using an expired ict module. The ict module was replaced. A review of complaint and trending data did not identify an adverse trend or known issue for the c8000 or ict modules related to the issue in this complaint. Labeling in the architect operations manual and ict module package insert is sufficient with regard to the customer's issue. Based on the available information, a specific cause for the intermittent erratic ict results could not be determined. Probable causes include the expired ict module, the worn ict aspiration syringe and ict valve tubing replaced by field service, a sample integrity issue and/or ict fluidics issue that affected the ict aspiration and testing of the sample in question. Troubleshooting performed to resolve the issue is consistent with the operations manual. The investigation did not identify a deficiency. This is the final report.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The account stated that the architect analyzer generated a potassium result of 6.8 mmol/l on a serum sample. The sample was repeated with results of 4.9 and 6.8 mmol/l. In addition the patient's initial sodium result was 157 mmol/l with a repeat result of 141 mmol/l. The results were not reported and there was no report of impact to patient management.